Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 5 days of data ( (B)(6) 2021 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2021 from 14:52:28 to 14:53:45 and on (B)(6) 2021 from 11:34:24 to 11:34:30 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that both no external power alarms were due to the patient¿s wife disconnecting the mpu ac power cord from the wall outlet. It was also noted that the mpu has a v-lock connector on the ac power cord. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported event was determined to be the mpu ac power cord being disconnected from the wall outlet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were 2 no external power events in log file, due to the patient's wife accidently disconnecting the mobile power unit (mpu) twice. The patient stabilized with no further issues with loss of power. The patient had a syncopal episode on (B)(6) 2021 unrelated to mpu disconnect.